Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix l/p device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, adhesions, pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Note, the manufacturing date (15-jul-2008) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with left flank ventral hernia and umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1) for left flank ventral hernia. Per operative notes, ¿the left side ventral defect was identified. The hernia sac was reduced and a ventralex mesh (device #1) placed and sutured. Then, umbilical hernia sac was dissected and reduced. The fascia was then reapproximated with sutures¿ (B)(6) 2017 patient was diagnosed with recurrent left flank incisional hernia thereby underwent open repair with the removal of ventralex mesh (device #1) and implant of composix l/p mesh (device #2). Per operative notes, ¿the ventralex mesh (device #1) was curled up. Lysis of adhesions were performed, and the mesh was completely removed. A composix l/p mesh (device #2) was placed underlay, sutured and tacked.¿ attorney alleged that the patient had adhesions, mesh migration, mesh shrinkage, mesh curling, nerve damage, pain, hernia recurrence and emotional injuries.